Event description:
A customer reported experiencing a recurring cartridge alarm 20 with their pump, similar to an issue encountered the previous week. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support in attempting to load a new cartridge using the correct technique, the alarm persisted, preventing successful insulin therapy. Technical support decided to replace the pump, ensuring the customer had backup insulin delivery through multiple daily injections (mdi). They provided instructions for putting the pump into storage mode, returning the defective pump, and programming settings into the replacement pump. The necessary shipping details were confirmed, and no signature was required for delivery of the replacement device.